Manufacturer narrative:
The reported event of pericardial effusion could not be confirmed. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6)2020, an unknown size amplatzer septal occluder was implanted. 8 months post implant the patient presented with a pericardial effusion. On (B)(6)2020, the device was explanted due to aortic erosion which led to the pericardial effusion. The physician believes the device interacted with the cardiac structure that caused the effusion. The patient is recovering.

Manufacturer narrative:
The reported event of aortic erosion and pericardial effusion could not be confirmed. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2020, an unknown size amplatzer septal occluder was implanted. 8 months post implant the patient presented with a pericardial effusion. On (B)(6) 2020, the device was explanted. The physician believes the device interacted with the cardiac structure that caused the effusion. The patient is recovering. Additional information has been requested but cannot be provided.